Manufacturer narrative:
No ge service was performed. The customer traded the 9600 system for a new 9900 system.

Event description:
The customer reported the system will not boot up. No patient injury was reported.